Event description:
Literature was reviewed regarding a left bundle branch pacing (lbbp) implant. The authors described a patient who experienced a coronary venous fistula during the lead implant. After the lbbp lead was placed, a contrast medium was administered through the sheath which revealed a fistula draining into the coronary venous system. The lead was repositioned without further complications. The lead remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: coronary venous fistula during an attempt of left bundle branch pacing in a patient with complete heart block. Advances in interventional cardiology. 2024. 20, 4 (78): 513¿514. Doi: 10.5114/aic.2024.142725 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.